Manufacturer narrative:
The device was received for evaluation. During functional testing , 'random upstream occlusion' was not reproduced. The device was sent for upstream occlusion testing and it passed. A review of the history log revealed upstream occlusion messages however, upstream occlusion detection testing failures cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream/ultrasonic sensor out of calibrations. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed random upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.